Manufacturer narrative:
The customer contacted siemens to report that too many low calcium (ca) patient sample test results were obtained on multiple samples from an atellica ch 930 instrument. The customer did not provide any patient sample identifiers or specifics. The customer stated there was no impact to patient treatments or corrected results. The customer stated that quality control results were within range and there have been no issues with college of american pathologist (cap) surveys. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed alignments on the mixers and ran an autocheck with acceptable results. The instrument was successfully calibrated and controls that were run after calibration had shifted upward. The customer indicated the control results were acceptable. The cause of the low calcium test results is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed. Statements attributed to the customer were not verified by siemens.

Event description:
The customer contacted siemens to report that too many low calcium (ca) patient sample test results were obtained on multiple samples from an atellica ch 930 instrument. The results were reported to the physician(s), who questioned the results. Repeat testing was not performed. There are no known reports of patient intervention or adverse health consequences due to the event.